Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had open book image on the insulin pump screen. The customer¿s blood glucose was 378 mg/dl. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will not be returned for analysis.